Manufacturer narrative:
Investigation: bd was not able to duplicate or confirm the customer¿s indicated failure as no item number, sample, batch, or lot code was provided. Root cause could not be determined. DHR could not be performed due to unknown lot#.

Event description:
It was reported that unspecified bd¿ catheter is splitting during insertion. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that catheter is splitting during insertion. Per customer email: we had another issue with a catheter splitting during insertion.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ catheter is splitting during insertion. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported that catheter is splitting during insertion. Per customer email: we had another issue with a catheter splitting during insertion.